Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose above 250 mg/dl, but less than 500 mg/dl with large ketones associated with an occlusion issue. It was reported that the patient had changed their site/set since the alarm occurred. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting could not be completed at the time of the call and the reporter could not be reached for additional information. This complaint is being reported because the patient allegedly experienced hyperglycemia because of frequent occlusions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.